Event description:
Pt reported, the insulin delivery of the infusion device has been inaccurate for the past 2 months, and she has experienced a "constant increase" in her blood glucose of up to 400 mg/dl. The infusion device often displays w8 bolus cancelled warning when a bolus of larger than 5-8 units is programmed. The infusion device does not signal an occlusion error. The infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.